Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the left ventricular lead exhibited low impedance via the pacing system analyzer. After the lead was connected to the new device, lead impedance was within range with good pacing thresholds. The lead remained implanted. The patient was in good condition before, during and post procedure.